Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "packaging issue. Opened msn was discovered under inbox." 4 occurrences were reported.

Event description:
It was reported that sterile breach occurred before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "packaging issue. Opened msn was discovered under inbox." 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open package and needle bent with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.